Manufacturer narrative:
Analysis of the AED's log files showed two contributing factors that reduced the battery's life expectancy: the customer failed to address red asi warnings and performed excessive self-tests. These maintenance issues led to the AED not powering on. Proper device maintenance was reviewed with the customer. After a new battery was installed and a manual self-test was performed, the AED functioned as designed and was returned to service.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.